Event description:
It was reported that dr performed a primary total hip in 2007, using the metasul cup sz 50. He performed a revision on this patient in 2008, replacing the metasul cup and ldh only. The patient had no prior known metal sensitivity before original surgery and after metal testing, he had reported mild reactivity to cobalt and nickel. Dr found the same fibrous, slimly layer between the cup and acetabulum with no in-growth as prior reported cases.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.